Manufacturer narrative:
The technician replaced the siderail to repair the bed.

Event description:
Information received indicates the right head siderail was torn away from the bed at the pivot points.